Event description:
It was reported that during maintenance inspection an error e216 (error display), error e226 (scope communication error) were observed on the device. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted that the reported issue was not able to reproduced during evaluation. E216 was not reproduced and e226 was not reproduced. Investigation is ongoing. This report will be supplemented accordingly following completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and the inability to reproduce the issue, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.